Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump that repeated several times within 2 days. Customer's blood glucose was 7.8 mmol/l.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. Device received with broken battery tube threads and minor scratches on lcd window. Device received with corroded battery tube.